Event description:
It was reported the device was removed (B)(6) 2011 due to infection of the skin.

Manufacturer narrative:
Lead model 3389s-40 lot #v526050 implanted: (B)(6) 2010, extension model 748251 serial #(B)(4) implanted: (B)(6) 2003. No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.